Event description:
It was reported that the customer was hospitalized due to an infection. Caller stated that the customer had areas of abscess and cellulites at the side of insulin needle insertion. Caller stated that the customer had infection at each site, fever and chills. Caller stated that the customer is an infectious disease dr out of nashville, tn. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.